Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the implantable pulse was inoperable and unable to establish communication. Patient does not have therapy as a result for the past month. Patient denies any recent medical surgeries. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure and therapy was restored. Patient was stable.